Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: our records show that the patient had two devices that remained implanted at the time of death. A second device was implanted in the aortic position 3 weeks prior to the patient's death. See report for serial number (B)(4). It is unknown if the death was related to either device. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. A device history record review is in progress.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the family notified edwards that the patient expired. No cause of death was provided. This device remained implanted in the mitral position for 10 years 7 months with no information that the device was explanted prior to the patient's death. It is unknown if the death was device related.